Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture, catheter removal difficulties and shaft break occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery (rca). A 2.00mm x 15mm maverick²¿ balloon catheter was advanced for dilation. The balloon was inflated approximately 3 to 4 times. During the last inflation, the balloon looked like a dog-bone where in the middle portion of the balloon did not expand. The balloon ruptured. The balloon was then stuck inside the vessel. The physician tried multiple attempts of "pulls/yanks" to remove the balloon from the lesion but the balloon would not budge. After a period of time, the shaft broke at the monorail exit port. Only the proximal portion of the shaft came out of the patient's body. The distal shaft together with the balloon was snared from the patient's body. The lesion was not stented, however, there was a brisk flow of blood through rca. No patient complications were reported and the patient remained in stable condition.